Event description:
It was reported that during the implant procedure the surgeon could see blood within the lead through the insulation and was doubtful if the le insulations was okay. The lead was removed and a new lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.